Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the ipp device was removed and replaced with a new tactra malleable penile prosthesis. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient experienced pain and dissatisfaction because when he pumped up the device it was bent and misshapen. The patient was not happy with the location and anatomy of the device. There was only cylinder in the patient due to the other cylinder was removed during the previous surgery by the previous doctor.

Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the ipp device was removed and replaced with a new tactra malleable penile prosthesis. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient experienced pain and dissatisfaction because when he pumped up the device it was bent and misshapen. The patient was not happy with the location and anatomy of the device. There was only cylinder in the patient due to the other cylinder was removed during the previous surgery by the previous doctor.

Manufacturer narrative:
Product analysis could not confirm a device malfunction as the probable cause of the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent an unanticipated event. The ams700 cylinder and pump were visually inspected and functionally tested. No leak was found. The cylinder performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The identified pump functional failures are not a probable cause for the reported events because the pump functionality does not affect the inflated shape of the cylinders. The product analysis could not confirm the alleged patient pain or device malposition. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.